Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the edge was found to be lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.